Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 it was explained to the customer that the lamp was burned out, and no repair was requested. There was no request for repair, and explained that the service end does not provide support in (B)(6). There was no patient involvement and no harm reported.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation e1 ( event site name): (B)(6). Due to character limitation e1 ( event site address): (B)(6), a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that during another repair the cs300 intra-aortic balloon pump (iabp) standby light was not lit. There was no patient involvement.